Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the batteries were replaced. No other failures were noted after the system came on. The keyboard was able to recover after reseating the connection and control panel. The system was over on calibrations. Calibrations were run and the system was tested and returned back to services. The power tray, usb touchpad, enclosure charger and power conversion was returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed because the parts were returned unused. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the battery indicator light was flashing. The system was plugged in, except while being transported. A popping noise was heard from the gantry, the red light on the battery was then illuminated. The system would not power on. No patient was present at the time of the event. Additional information was received stating that the system was fully drained of battery life. The system was unable to be used, they were getting a red battery light and it wouldn't take charge. It was also known that the key board mouse pad was damaged and would need to be replaced. Additional information was received stating that the system is located on one of the mobile surgery center labs. These labs are mobile and are driven by trucks to many places all across the united states.